Event description:
It was reported that the patient stated after not using inflatable penile prosthesis (ipp) for a month, when he tried to inflate the device it did not inflate anymore. Patient stated that he could only hear air passing through instead of fluid. It was noted his device was implanted in 2014 and he was concerned regarding the warranty. No more information is available at the moment; additional information was requested and will be provided as relevant information becomes available. Additional information received. The inflatable penile prosthesis was removed and replaced with a new ipp.

Event description:
It was reported that the patient stated after not using inflatable penile prosthesis (ipp) for a month, when he tried to inflate the device it did not inflate anymore. Patient stated that he could only hear air passing through instead of fluid. It was noted his device was implanted in 2014 and he was concerned regarding the warranty. No more information is available at the moment; additional information was requested and will be provided as relevant information becomes available.